Event description:
Customer reported the system does not produce an image when taking exposures. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced two blown fuses. System operates as intended.